Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the user reported that there was water in the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-nov-2022. H6: investigation summary: customer returned (5) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 1298562. Customer states that there was water in the barrel. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples. A review of the device history record was completed for batch# 1298562. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the user reported that there was water in the barrel.